Event description:
When the tray was opened, the lidicaine was noted to be different as it was without epinephrine. The physician used it, but indicated the patient continued to bleed 3-4 hours after tracheostomy placement. The patient was sent to or for removal and surgical placement of tube. The physician thought the hemostasis migh have been better with lidicaine and epinephrine vial.

Manufacturer narrative:
Evaluation: event is still under investigation.